Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient came to clinic for a regular scheduled visit, several at/af episodes showing noise on atrial lead was observed. Noise was reproducible in clinic. The episodes show some backup pacing in the ventricle. St. Jude medical representative explained that could be explained by fusion or an atrial pulse blanking out ventricular events resulting in functional loss of capture. Programming changes were made. Patient will be monitored. Patient has atrial lead from another manufacturer.